Manufacturer narrative:
Date of event: aware date of (B)(6) 2021 used as event date is unknown.

Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The device had high distal compression (coned distal), but the device meet release criteria and the device was released. At a follow-up visit post-implant, the device had shifted to a new position, though the laa was sealed and had a moderate shoulder. The patient was reported to be fine and no additional action was needed.